Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an initial implant procedure using the pipeline embolization device 4.00mm x 30mm for multiple unruptured, saccular aneurysms located in the posterior communicating segment of the left internal carotid artery (ica), several complications occurred. The aneurysms included an upper posterior communicating artery aneurysm measuring 7.1mm in maximum diameter with a 5.8mm neck, and another aneurysm approximately 5mm in size below. The distal landing zone was 3.3mm and the proximal landing zone was 3.9mm. The vessel exhibited severe tortuosity. Following femoral artery puncture, a 6f 90cm long sheath, 6f 115cm tethys guide catheter, phenom 27 microcatheter, and a 0.014 inch 200cm guidewire were used to access the target site. The devices were prepared according to the instructions for use (IFU). 3d rotational angiography was performed to guide device selection and placement. The stent was hydrated and delivered, with the tip opened at the m1 segment of the middle cerebral artery. During pull-back positioning, the stent could not be anchored due to a short anchoring distance, resulting in stent retraction. When attempting to retrieve the stent for repositioning, excessive resistance was encountered. Subsequently, a rapid rise in blood pressure was observed, and angiography revealed rupture and bleeding of the internal carotid artery with subarachnoid hemorrhage. Pupillary dilation was noted on the operating table. Craniotomy was performed as a rescue intervention, but the rescue was unsuccessful and the patient died. Additional information was received reporting that the problem occurred that day and the patient died. The patient passed away at (B)(6) hospital, doctor informed that the patient died in the hospital. No autopsy records will be available. The patient's death may be related to the pipeline shield, and it may also be related to the operator's operation. There was intracranial aneurysm leading up to the patient's death. The cause of the resistance during retrieval may be vascular tortuosity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.